Manufacturer narrative:
Date rec¿d by MFR: 16sept2019. Date of report: 30sept2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the main speaker or motor controller board depending on the measured resistance from speaker 1. The customer reported that they needed a test cable to interface with the unit . The customer reported replacing the speaker and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/21/2019.

Event description:
It was reported that the unit declared an error 1102 (primary alarm failure) and error 5021 speaker test failure. There was no patient involvement.